Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds. The implantable pulse generator (ipg) exhibited premature battery depletion due to high output. The ipg was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.